Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4) pertains to patient programmer (unknown). (B)(4). Pertains to ipg ((B)(4)). (B)(4). Pertain to ipg ((B)(4)). (B)(4). Pertains to both patient programmer (unknown) and ipg ((B)(4)). (B)(4). Pertains to patient programmer (unknown). Both patient programmer (unknown) and ipg ((B)(4)).

Event description:
A patient reported they were not able to power on the patient programmer (pp). The patient was unable to replace the batteries at the time of the call due to a lack of batteries. There was no report of an out of box failure. The patient noted this started 10 days after a procedure the patient had in august. The patient noted they had back surgery in august and following the surgery the patient was unable to turn on their implantable neurostimulator (ins) back on. They noted they were connected but could not adjust. The patient met with a manufacturer representative (rep) about 10 days after surgery for reprogramming and notified the rep of the issue. After the programming the patient noted it didn't work well and the patient had painful stimulation and the patient turned the device off. The patient noted they had painful stimulation after reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Health care provider (hcp) stated patient was hospitalized as they had spine surgery (not related to the device) a few weeks ago. Hcp stated patient hasn't been feeling stim and the last time they felt it was before surgery and they haven't felt stim since the surgery. The hcp was seeing power on reset (por) the first time on the day of this call. There was no medical symptom reported. The patient daughter call 5 days later and wanted instruction with programmer to make sure stim was on. Additional information received a day later via patient hcp, indicated that the patient has not follow up since (B)(6) 2015 at which point the device was on and sensation was intact. The patient would need to follow up. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.